Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer control card that was causing a fault in the med application start up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and the drawer in the main station had a faulty drawer control card that caused a startup error in the medication application. The field service engineer (fse) found that the customer had already performed initial troubleshooting and suspected the drawer to be the source of the fault. The fse confirmed that drawer 3.1 was generating the fault, replaced the drawer control board, and reassembled the drawer. The drawer was reinstalled into the main station chassis, the pixie bus cable was reattached, and the station was restarted. The fse logged into administrative and support mode, ran diagnostic tests, and completed them successfully. After launching the medication application, the customer successfully recovered the previously failed drawer. The system functioned as intended after the field service engineer repaired the device.